Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that her customer's expressew iii w/o hook was not performing correctly during a rotator cuff repair on an unknown date. The customer sent the complaint device to their internal repair shop, and now the jaw will not open/close. The sales rep stated the lower jaw pin appears to be missing. The sales rep emailed photos of the complaint device compared to her like device. The complaint device is being returned to depuy mitek for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The complaint can be confirmed. When the trigger was pulled, the jaw of the device would not open or close. It was observed that the pin connecting the actuator to the jaw is missing, therefore is the reason why the jaw will not open or close. The device is reusable and is several years old. It is not clear at what point the pin fell apart from the device, however this failure can be attributed to device usage. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch or first follow-up, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).